Event description:
Approximately 3-4 days prior to this report, the patient started hearing a 3 toned alarm, sound like beep, beep, beep coming from his pump. The last pump refill was (B)(6) 2014; the next refill was scheduled for (B)(6) 2014. The patient was not having any signs of withdrawal. The patient listened to the two alarm sounds for the pump and stated that neither of them was the alarm that he was hearing. The patient did not have any other implanted devices in his body. The patient¿s last printout showed that eri (elective replacement indicator) was 24 months. The patient had been experiencing a little extra pain. He thought it was because he had fallen three days prior to this report and pulled a muscle above the bone on his back. The patient had an appointment to have the pump looked at the day of this report. It was later reported, that the patient was seen on the date of this report and telemetry confirmed a critical alarm was occurring. The alarm was due to a motor stall. The pump stalled on (B)(6) 2014 with a tube set message two days later. The motor stall was constant and had not recovered. The patient had not had an MRI that he remembered. The first week of (B)(6), the patient had really bad flu-like symptoms and he went to the ER (emergency room). He had a cat scan there and there were no issues. The patient thought that the beeping that he was hearing prior to last week was his watch. When he realized it was the pump alarming he came into the office. The device system was delivering fentanyl. The pump was set to minimum rate on the date of this report. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).